Event description:
Customer reportedly received results of 19 mg/dl and 390 mg/dl on the aviva combo system, and result of 95 mg/dl on the aviva nano system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). Customer did not provide product information for the aviva nano system. Will not be returned to manufacturer.